Manufacturer narrative:
H3, h6: it was reported that, after a first revision surgery had been performed on (B)(6) 2013, the patient had another dislocation. A second revision surgery was performed on (B)(6) 2021 to replace 43mm cemented polarcup, the 43mm xlpe insert 43mm/22mm and the oxinium head 22mm +8mm. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The instructions for use (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The root cause for the reported dislocation is attributed to a known inherent risk of the device. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after a first revision surgery had been performed on 14-aug-2013, the patient had another dislocation (it was stated that the patient was non-compliant). A second revision surgery was performed on (B)(6) 2021 to replace 43mm cemented polarcup. The patient outcome is unknown.